Event description:
On 4/14/1998, the MFR rec'd medwatch report #26-0110-1998-0002 from the facility that states the following: the pt was suffering discomfort when catheter was being utilized. When the catheter was removed in surgery, it was noted that a 12cm length remained in the pt. The catheter fragment was snared and removed under fluoroscopic guidance by the radiologist. No further details were provided at this time.

Manufacturer narrative:
On 07/13/1998, the facility's director, human resources informed the MFR's representative of the following: the device is in the pathology department where it may be viewed; however, the device will not be returned to the MFR. For analysis. Since the device will not be returned to the MFR. For analysis, the MFR's investigation of this event was limited to a trend analysis and review of the dvice history record. A trend analysis was performed on similar incidents for this catalog/lot and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this event is inconclusive. No further details are availabe. The customer will be notified of this MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 07/20/1998.